Event description:
It was reported that during the implant procedure the physician had placement difficulty and could not get a good threshold as the thresholds were high. The lead was removed and a new lead was implanted instead in a different location in the heart. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.